Manufacturer narrative:
H6: corrected from code 10 to 4114 (device was not returned).

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes are temperature or product failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up or inspection, the silicone from the strip of the opsite device belongs to itself and remains on the carrier film and thus works its adhesive capacity. No case involved; therefore, no patient involvement.